Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The report of a leak is being investigated under manufacturer report number 1423500-2011-10340.

Event description:
Baxter (B)(4) received a report of a patient with peritonitis. The patient added that during automated peritoneal dialysis (apd) treatment the bag was leaking. The patient has been performing apd for 7 years without any peritonitis before this occurrence. The patient will be transferred to hemodialysis treatment and the peritoneal catheter will be removed.